Manufacturer narrative:
The event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the patient's internal pulse generator (ipg) would not communicate with the patient's programmer and their charger could not locate the ipg. The patient had not used or charged their implant in over 18 months, and the patient programmer was displaying an error message. The patient underwent a surgical procedure in which their ipg was explanted and replaced.